Event description:
During placement of the excluder trunk-ipsilateral component, the right hypogastric artery was inadvertently covered. Pre-operative angiograms were not sufficient to determine the exact treatment length available. No further treatment was deemed necessary and the procedure was completed.